Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was oversensing t waves. Programming changes were made. There were no adverse consequences reported on the patient.